Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that following the patient during the trial s1 phase, patient finally answered phone post their office visit during the trial phase. They stated that the nurse practitioner removed the stage 1 lead. The issue was resolved and the patient will be scheduled for a full implant.